Event description:
A pt reported blood glucose results of 100 mg/dl with a lifescan meter and 131 mg/dl on a lab device, performed within 10 mins of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy, thereby indicating a potential malfunction of the meter in terms of accuracy. The pt performed two control solution tests, both failed. The test strips were in good condition, codes matched, and the techniques for both applying the blood to the test strip and cleaning the puncture area were done correctly. Based on the info provided, there is evidence of a meter malfunction. However, there is no evidence that the meter contributed to a serious injury. The meter is being replaced for the pt. No further info has been reported.